Event description:
Per the clinic, the patient experienced a decrease in performance and pain with use of the device. The results of an integrity test in 2009 indicate multiple electrode anomalies. Reprogramming around the anomalous electrodes did not alleviate the issues. Per the physician, the results of a CT scan indicated the electrode was penetrating the cochlea wall and outside the cochlea. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.